Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.(B)(4). Date of event was not detailed. The pneumatic assy was documented as received; evaluation results are not available at this time.

Event description:
Customer reported the solenoid is not functioning and a leak issues with more than one regulator. Customer requested a replacement pneumatic assy for the unit. No further details were provided, patient involvement is unknown.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect components, a 3100b pneumatic assembly and 5-60 lpm air flowmeter, and evaluated the devices. An evaluation of the components did not duplicate the reported issue.